Event description:
It was reported that the recanalization catheter tip melted during use on the pt. The length of activation was approximately 5 minutes. During retraction of the recanalization catheter through the support catheter, the recanalization catheter became lodged in the support catheter. Both the recanalization catheter and support catheter had to be removed as a single unit. Upon withdrawal, the two devices were separated and it was found that the recanalization catheter was melted. The support catheter reportedly had a flattened area on it as well. Another recanalization catheter and support catheter were used to complete the procedure. No report of injury to the pt.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. The catheter and support catheter were returned. The investigation is unconfirmed for material deformation there were no signs of flattening or melting on the usher catheter as reported in the complaint. Per the complaint comments, the activation was approximately 5 minutes. Per the IFU, the crosser activation time should not exceed 5 minutes; it is possible this contributed to the reported failure. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.